Manufacturer narrative:
The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the sales representative that the customer's high definition liquid crystal display monitor reportedly cannot power up due to failure of the power supply. The monitor will not be returned as the monitor is discontinued from service. The sales representative provided the customer with the part number for the power supply so the customer can order if it is available. No patient involvement was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned for evaluation, therefore, the exact cause of the reported issue could not be conclusively determined. The potential cause of the reported issue was potentially caused by the following: the internal substrate was broken; the power supply unit has failed. Olympus will continue to monitor complaints for this device.